Event description:
Per the clinic, the patient experienced postoperative wound healing complications requiring multiple revision surgeries (specific dates not reported) including extensive skin flap reconstruction due to recurrent wound dehiscence. On (B)(6) 2025, the patient presented to the clinic with an exposed implant, and explantation was recommended. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia to explant the device on (B)(6) 2026.